Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited under-sensing. No interventions were performed. There were no patient consequences.

Event description:
New information received notes that programming changes have been performed. The patient was in stable condition.